Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. The formed needle was incorrectly installed in the bottom housing, causing it to deploy into the bottom housing; this prevented the needle mechanism from fully deploying during second prime. No other issues were found with the drive mechanism nor the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.